Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined this lead exhibited a gradual rise in low-voltage shock impedance measurements (lvsi). This observation may be consistent with calcification of the defibrillation coil(s). However, this can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains implanted and therefore has not been returned to boston scientific for physical analysis. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon. Risk assessment: a risk review was completed and confirmed that the event of shock impedance high within normal limits - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. Technical services (ts) was consulted, noting the shock impedance has been gradually increasing since 2025. The highest impedance measured is currently only 124 ohms. Continued monitoring was recommended. No adverse patient effects were reported. This lead remains in service.